Event description:
Dental bur broke at midpoint of bur head during use, while operating in patient's mouth. Fractured bur piece was wedged between teeth that were being treated, into crest of alveolar bone. Portion of lost bur was retrieved from alveolus and removed from patient's mouth. Replaced with different bur and continued with treatment. Parents notified of event. Bur # fg-169 / ref: 10801 / lot: l04l / exp: 2028-12-06 / brand ss white.